Event description:
The device was used during an unspecified procedure. The instrument misfired. The hosp has not provided any add'l info. The hosp has reported no pt injury occurred.

Manufacturer narrative:
7/22/97-supplemental report #1 submitted to FDA.